Event description:
Consumer called to report erratic readings with their meter. Anlaysis run on clark error grid using mean avg readings (177) as reference point vs. Bd readings (45, 285, 200) yielded some data points in the c range of the grid, outside acceptable limits.